Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to previously reported complaint of increased impedance, MFR number 2938836-2013-03593. It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited increased pacing lead impedance. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout.